Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not annunciating audible tones on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined any further troubleshooting.